Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad and unit received with corroded keypad trace. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had keypad issue. Buttons were taking 5 times to respond. The customer was assisted with troubleshooting and reported that numbers were not ramping on their own, the scroll bar was not moving with no input, there was no response from any button. Customer reported that minutes changes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.